Event description:
The explanted lead and generator were returned for analysis. Analysis was completed on the lead. The lead was returned in one piece for analysis however the electrodes were not included. There were set screw marks on the connector pin indicating that at one point in time proper contact existed with the device. There were multiple locations of abrasions noted on the exterior of the lead. There were also internal abrasions noted most likely because of the presence of tie downs. A coil break was identified in the positive coil past the electrode bifurcation. A segment of the positive coil was subjected to sem inspection. The sem showed pitting at the lead break location however due to dissolution of the metal the fracture mechanism could not be obtained. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
Additional information was received that the patient's lead and generator were replaced due to the high impedance. The explanted generator and lead were planned to be sent back to the manufacturer so product return is expected. The lead and generator have not been received by the manufacturer to date.

Event description:
It was reported that high impedance was observed on the patient's device. The patient was referred for a full revision surgery because the generator was at 25% battery and the lead replacement is due to the high impedance. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
Generator analysis was completed on the explanted generator. There were no performance or any other type of adverse conditions found with the generator other than a low battery condition that was contributed to by the high impedance noted on the device.